Event description:
There was no reported patient impact associated with this complaint. The contacted animas alleging a power issue with the subject pump. The patient reported that after replacing the pump's battery and heard pump power on (chirped), the pump's display remained blank. The patient claimed that after it had powered on it appeared that the pump powered off because there were no sounds or vibrations being emitted. The patient claimed he tried several other brand batteries with the same issue. Customer support advised the patient to purchase recommended battery type and insert into pump and contact animas back with the result. The patient did not call customer support back. Animas made several attempts to reach the patient by phone to follow-up regarding power issue; however, were unsuccessful in their attempts. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2013 with the following findings: a review of the pump¿s history showed evidence of reboots. No damage was found to the battery compartment. The returned battery cap was found to be within specifications and fit securely to the pump. During testing, the pump was exercised for 24 hours without any alarms or power loss. The pump cover was removed and no damage was found to the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.